Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had station stuck on firmware update screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system stuck on firmware update screen. A technical support specialist extracted the file "(B)(4) es station fw 1.10.2.16 rss pkg.zip" and rebooted the station. During reboot, the system displayed "programming a compartmental access controller from version 1.3 to 1.5". After reboot, the tm symbols in medapp appeared enlarged. The tss logged in as cfn admin, repaired the medapp, and confirmed that the tm symbols returned to normal. The system functioned as intended after the technical support specialist troubleshot the device.